Manufacturer narrative:
Device sample has not arrived at manufacturer's at this time. The results of the device evaluation and investigation are not available at the time of this report.

Event description:
The event is reported by the customer as: the product could not nebulize properly. No patient injury reported.